Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, prime and a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm and no excessive no delivery alarms noted. Pump received with no physical damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 310 mg/dl at the time of incident but fluctuated from 200 mg/dl to 400 mg/dl in the days before the incident. Troubleshooting was done for motor error and found that the drive support cap is loose. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.